Event description:
It was reported that a revision was being performed due to a flipped pump and they found the catheter was fractured. The entire catheter was replaced. It was further reported that there was a catheter break at the proximal segment. It was noted that it had been difficult to refill the pump and the patient could feel the pump flipping inside the pocket whenever they would bend over. X-rays had been performed and a flipped pump had been confirmed. It was stated that they went into the revision expecting to reposition and suture down the pump. When the pocket was opened, fluid came out and the catheter was broken in the pocket. The patient status at the time of this report was ¿alive-no injury¿. There were no patient symptoms associated with this event. The medication being delivered by the pump was prialt. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, sn (B)(4), found no anomaly. Analysis of the catheter, model# 8711, lot# j10953r37, found the metal tip to be missing from the distal end.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported a motor stall occurred on the day of revision. The motor stall occurred on 2014 (B)(6) at 20:50 and recovered on 2014 (B)(6) at 21:44. There was no patient death. The patient status after the device was removed was "recovered without sequela." It was noted that the patient was diagnosed with neuropathic pain.

Manufacturer narrative:
Concomitant products: product ID 8711, lot # j10953r37, implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type catheter; product ID 8575, lot # n076418, implanted: (B)(6) 2007, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4)